Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information/correction: this complaint is being canceled. Additional information was received that indicates this event was reported in error. This report was initially submitted to capture the event of ¿the department subsequently tested other drainage devices. It appears the drainage device can easily disconnected [at] this point.¿ additional information was received on (B)(6) 2019 indicating that only one device separated. All information regarding this failed device will be captured under medwatch report #1820334-2019-02384. No follow up information will be submitted for this report as the suspected failure did not occur. This complaint will be canceled by the manufacturer. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported multiple ultrathane mac-loc locking loop multipurpose drainage catheters were tested prior to patient contact. The operator found "it appears that the drainage device can quite easily become disconnected at this point." Additional information regarding the event has been requested but is currently unavailable.